Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5.1 was not detected on the bus. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 was not detected on bus. A field service engineer (fse) tested the drawer using the application and observed that it was showing as not closed in the hardware test application. The fse then tested auxiliary drawer 5.1 and found that the open and close sensors were intermittently not functioning. The fse powered down the medication station, inspected the open and close sensor, and found it to be loose in the catch. The fse secured the sensor properly into position and performed repeated testing, after which no further issues were observed. The system functioned as intended after the field service engineer repaired the device.